Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the reported issue could not be adequately investigated due to recurring motor errors; no conclusions could be determined in regards to the reported issue. A review of the pump history and black box data revealed no evidence of a power issue. The battery compartment was observed to be intact. The battery cap contact measurements were found to be within the specifications. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). A cs-064 motor error occurred on each attempt of the load step. The pump case was removed, and evidence of moisture ingress was found on the motor circuit; this device failure caused the recurring motor errors.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.